Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/16/2015. The customer had already addressed the issue with the help of customer technical support (cts) over the phone. The customer indicated the bsv (blood sampling valve) knob was slightly loose and the customer tightened the knob, resolving the leak. The fse verified instrument performance without any further issues. (B)(6).

Event description:
The customer reported a clear fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer while the operator was loading a cassette. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.